Event description:
It was reported by the patient that following a spinal cord stimulation (scs) implant procedure, there were delays with the initial activation of the scs device, causing the patient to be without stimulation which resulted in intense pain and significant psychological distress. The patient reports significant physical and emotional distress. The scs device was then eventually activated. The patient is in the testing phase. The device still shows fluctuations in pain management, which has significantly limited her daily activities and eating. The patient is also undergoing psychological follow-up.